Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on an unknown date an "unknown suspension device" was implanted in the plaintiff to treat her sui (stress urinary incontinence). It was alleged the plaintiff suffered serious bodily injuries, including extreme pain, recurrent infections, urinary problems and other injuries. It was also alleged that the plaintiff has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, disability, mental anguish, and has sustained permanent injuries.